Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal dropped inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning during preparation, the seal dropped inside of the delivery device. No patient injury was reported. (B)(6) sale rep asked for the patient information of gender, age, weight, etc., but the hospital didn't release the patient information under the patient policy

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence for clinical use and no evidence of blood were observed. The loading device, delivery device and the tension spring assembly were returned. The tension-spring assembly stayed inside the loading device. There was no blood inside the delivery tube. The slide lock on the delivery device was engaged and the plunger was not depressed. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches, the outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for the failure mode are being documented and maintained under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal dropped inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning during preparation, the seal dropped inside of the delivery device. No patient injury was reported. Mjkk sale rep asked for the patient information of gender, age, weight, etc., but the hospital didn&#62752;release the patient information under the patient policy